Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported phenomenon (image black out) was confirmed. Based on the results of the investigation, the root cause of the image black out was a failure of the internal video connector. However, a specific root cause for the internal video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the serial number of the subject device (d4). The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during a therapeutic laparoscopic cholecystectomy procedure, the screen with the endoeye flex deflectable videoscope blacked out. Subsequently, the intended procedure was completed turning the otv-s190 screen on again. It was noted, after the requester obtained the defect information, the defect was checked at the facility, and found that there seemed to be a problem with the endoeye flex deflectable videoscope. There was no harm or user injury reported due to the event. This report is one of two related events. (Patient identifier: (B)(6))

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.